Manufacturer narrative:
E1. Initial reporter facility name: (B)(4). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® sst¿, one (1) samples exhibited clotting which affected a blood glucose test result. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® sst¿, one (1) samples exhibited clotting which affected a blood glucose test result. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. Further clinical testing could not be conducted as the tubes were expired at the time of review. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: erroneous results and fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.